Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that log files were submitted for evaluation concerning pump stop events while connected to the power module / patient cable. Upon connection to the patient, power was momentarily lost and the lvad went to 0 rpms. The patient was connected back to batteries with successful power and flow restoration. A different console was connected with no issues. However, follow up information indicated that the alarms reoccurred when the same power module / patient cable were used on a mock loop. Log file review recorded two pump stop events on (B)(6) 2023 while connected to the power module / patient cable. Motor speed resumed shortly after the controller was switched to battery power. There were some unusual relative state of charge (rsoc) values recorded while connected to the patient cable. During the motor stopped events, the log file recorded intentional pump stop flags indicating a motor stop command was received by the monitor. The log file indicated that on (B)(6) 2023 at 18:41:20, after switching to a different console, the system controller connected to the power module / patient cable without any issues. Additionally, it was noted that the emergency backup battery was used several times during the history - indicating that there were no external power events associated with these. Updated log file analysis after setting the intervals to 1 hour did not record any further alarms or unusual rsoc values. Pump related MFR #: 2916596-2023-00833, controller related MFR #: 2916596-2023-00831, and power module related MFR #: 2916596-2023-00837.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low supply voltage in the patient cable was unable to be confirmed. The heartmate ii unshielded 14v patient cable (serial number: (B)(6)) was returned for analysis, and two log files were submitted for review. A review of the log files showed overlapping events spanning approximately 16 days (20jan2023 - 26jan2023 per timestamp). There were no events active in the log file that would indicate an issue with the patient cable. The heartmate ii unshielded 14v patient cable (serial number: 1074) was connected to a test system controller, power module, and mock loop. The cable was manipulated by hand and supported the system with no issues or atypical alarms. The patient cable passed all testing with no issues. A root cause for the reported event was unable to be conclusively determined through this investigation. Device history record for the unshielded 14v power module patient cable (serial number: 1074) was reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. Additionally, the heartmate 3 patient handbook section 3, entitled ¿powering the system¿, instructs users to not join misaligned connectors, and to use care when connecting and disconnecting power sources. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the 14v battery clips. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Further review of the log files indicated that the intentional pump stop was sent from the heartmate touch and was consistent with the user disconnecting a controller from the power module before the pump stop command had completed in a previous use of the heartmate touch. The patient was not symptomatic as a result of the pump stop. Related manufacturer's report reference number for the heartmate touch: 2916596-2023-00837. Related manufacturer's report reference number for the system controller: 2916596-2023-00831. Related manufacturer's report reference number for the pump: 2916596-2023-00833.